Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient stated she fell yesterday and now her ins is not working the same as it was prior to the fall, and the ins site feels really warm and the patient is afraid she may have damaged it. The patient also mentioned she herniated a disc in the fall. The patient had a CT scan taken which showed the ins and leads are still intact however the patient will also be sending the images to a manufacturing representative (rep) so she can compare to see if the leads have moved. The rep instructed the patient it will be best to wait a couple days to let her back calm down before they do a device check because she was not sure "how much would show" due to the "fresh spasming" and injury. The patient plans to follow up with the rep in a few days. This was considered a sudden change in therapy/symptoms. No further complications were reported. No additional patient symptoms were reported.